Event description:
Blood was reportedly noted from the hemostasis valve at the bottom of the swartz introducer. A stylet was not used with the brk needle during the procedure.

Manufacturer narrative:
The product was not returned for evaluation. Review of the device history records confirmed this lot met manufacturing requirements prior to shipment. We were unable to determine the cause for the reported blood leak from the hemostasis valve. The instructions for use state that during insertion, always use the stylet to facilitate needle passage through the dilator/sheath assembly. There were no consequences to the patient. (B)(4)